Manufacturer narrative:
(B)(4) - device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the rupture. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress (CAPA (B)(4)).

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) infusor ruptured during patient use. The device was filled with 5-fluorouracil and saline. There was no patient injury or medical intervention. There was patient involvement. The actual sample is available. No additional information.